Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. The device¿s logs were not attached. There was no patient involvement. Based on technician statement, the nozzle unit of gas module was defective and its replacement is necessary to resolve the issue (which ones exactly were not specified). The issue was decided to be reported based on available information as deffective nozzle unit may lead to stop of ventilation, low o2 or high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. The root cause to the reported issue has not been determined.